Event description:
The customer reported a leak of approximately 3 to 4 ml of fluid from the aspiration needle of the coulter lh 750 hematology analyzer. The customer indicated that the leak was contained within the instrument. The customer was wearing glasses, gloves, and a laboratory coat at the time of the event and no injury or exposure was reported. The customer repeated all patient samples on a backup instrument and confirmed that no erroneous patient results were generated. There was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument, and replaced the tubing at pinch valve vl13 and vl57 which contributed to a slow drain of the needle bellows. The fse verified the repair as per established procedures and no further issues were noted. (B)(4).